Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: staples misfired during use and the staples are jumped when firing.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box lot # 73f1600607 was manufactured on 07/04/2016 a total of (B)(4) pieces. Lot was released on 07/07/2016. DHR investigation did not show issues related to complaint. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot# 73k1700301 the staplers were functionally inspected (fired) and issue reported "staples misfired." Was not observed in the current manufacturing process, the staples were loaded and released correctly. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Event description:
Reported issue: staples misfired during use and the staples are jumped when firing.